Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade. During the procedure, the atrial lead became dislodged. The lead was explanted. Atrial lead was not replaced due to patient's chronic atrial fibrillation. There were no patient consequences.